Manufacturer narrative:
A skytron authorized representative visited the customer facility and confirmed that the carbon fiber extension is working as intended. Based on the skytron evaluation of the information that is available, determined that probable cause is not related to a device defect.

Event description:
A skytron authorized representative submitted a complaint describing an incident at a customer facility where a skytron carbon fiber extension detached from a surgical table while the surgeon was trying to re-position the patient. There was no patient injury reported as a result of the incident.